Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(6) clinical study. According to the complainant, the patient underwent his first bronchial thermoplasty (bt) treatment to the right lower lobe of the lungs. The procedure was completed without any complications. No issues were noted to the device. On (B)(6) 2015, following the bt procedure, the patient experienced an event of asthma exacerbation and was hospitalized. The patient was treated with a systemic corticosteroid and was discharged on (B)(6) 2015 when the event of asthma exacerbation was reported as resolved. Baseline spirometry values: visit date: (B)(6) 2014. Pre-bronchodilator: fev1: 2.34, fev1 % predicted: 69.00, fvc: 3.39, fvc % predicted: 82.00. Post-bronchodilator: fev1: 3.59, fev1 % predicted: 106.00, fvc: 4.73, fvc % predicted: 114.00.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(6) study. According to the complainant, the patient underwent his first bronchial thermoplasty (bt) treatment to the right lower lobe of the lungs. The procedure was completed without any complications. No issues were noted to the device. On (B)(6) 2015, following the bt procedure, the patient experienced an event of asthma exacerbation and was hospitalized. The patient was treated with a systemic corticosteroid and was discharged on (B)(6) 2015 when the event of asthma exacerbation was reported as resolved. Baseline spirometry values: visit date: (B)(6) 2014. Pre-bronchodilator: fev1: 2.34, fev1 % predicted: 69.00, fvc: 3.39, fvc % predicted: 82.00. Post-bronchodilator: fev1: 3.59, fev1 % predicted: 106.00, fvc: 4.73, fvc % predicted: 114.00. Additional information received on 19oct2016: baseline spirometry values, visit date: (B)(6) 2014. Pre-bronchodilator: not done. Post-bronchodilator: fev1: 3.25, fev1 % predicted: 97.00, fvc: 4.65, fvc % predicted: 114.00.